Event description:
It was reported that the patient received alert 38 and experienced consecutive motor stalls on the ilet, consistent with a failure to infuse associated with the motor component; the patient had a blood glucose of 343 mg/dl without symptoms, and the device was restarted multiple times before a replacement was arranged. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed a communications problem and repeated motor stalls consistent with an infusion failure involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.